Event description:
The customer was hospitalized for low blood sugar levels. It was indicated that the customer had gone for a walk, ate, and went to bed. It was stated that the customer did not wake up and had a seizure. At the time of the call, the dr was unable to troubleshoot because she did not have her eyeglases with her. A few hours later, the customer called back. The leadscrew test was done three times and it was indicated that the leadscrew had over rotated. It was reported that the paramedics were called to the customer's home and transported pt to the hosp, where they were hospitalized. The customer was advised that pump will be replaced.